Event description:
Reportedly, the subject programmer shut down during a follow-up and a pdf report could not be printed.

Manufacturer narrative:
No issue was observed during the functional tests performed at reception of the subject programmer. No issue was observed on the etx board, nor on the hard disk. Pdf printing could be properly performed. The reported issues could not be confirmed.

Event description:
Reportedly, the subject programmer shut down during a follow-up and a pdf report could not be printed.